Event description:
It was reported that post op a hand assisted lap sigmoid colectomy procedure, the patient had a post op bleed. A drain was placed and the bleeding resolved on its own. It is unknown if the drain was placed post surgically or post op. The total blood loss is unknown. Attempts have been made to obtain additional information.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.